Event description:
It was reported that patient received inappropriate therapy. Review of the egm indicated poor sensing. Increased capture and sensing threshold were observed. Dislodgement was suspected. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.